Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. A photo was also received. Review of the photo provided shows the barrel with all 6 bands remaining on it inside an opened tray along with the other components of the kit except for the handle. The trigger cord, bands, and barrel all appear to be intact in the photo received. Our laboratory evaluation of the product said to be involved confirmed the report. During a visual examination, it was observed that one leg of the trigger cord had come out from behind the 6th band. 2 beads were therefore out of place and the trigger cord position had shifted. There were only 4 bands remaining on the barrel as received. The remaining beads for the undeployed bands were still on the barrel but were slightly shifted out of place. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the established tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Additional information received also indicated that alcohol was applied to the device. The instruction for use state: "caution: do not apply alcohol to device." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the physician opened the package but could not operate the device normally. The device was then retracted from patient and discovered the trigger exposed. There was no reportable information at this time. User changed to another same device to complete the procedure. The evaluation on (B)(6) 2022 of the returned device found that the trigger cord is not contained under bands which could result in difficulty deploying the bands [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.